Manufacturer narrative:
Device analysis report is attached. This report is submitted on oct 20, 2021.

Manufacturer narrative:
This report is submitted on may 12, 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device after an accident. The device was explanted on (B)(6) 2021 and it is unknown if reimplantation is planned as of the date of this report.